Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: cib, jacob, biomed, it did power on but the light would turn off during case. Does not want to open a complaint. Po# temp . The failure(s) identified in the investigation is consistent with the complaint record. Probable root causes are: calibration is required. Contact ring assembly upgrade required. Software is 1.34, software upgrade required. Replace main board and touch screen. Jaw assembly is loose. Requires contact ring assembly upgrade. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.